Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited undersensing causing classification of pause episodes. It was further reported that the device experienced oversensing of noise. The device remains in use. No patient complications have been reported as a result of this event.